Manufacturer narrative:
A service history review was performed. The investigation of the complaint articles indicates that the: service history review: lot #004461 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 9-dec-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device history eval was conducted. The report indicates that: the customer reported the device was not working properly. The repair technician reported the motor was seized. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the hand piece for battery powered driver is not working properly. No additional information is available at this time. The complaint involves 1 device.